Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. A photo of the lot number was not provided. The photos from the customer show the device and coating damage near the distal end. Our evaluation of the photo provided from the customer of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end, and the core wire is exposed. Distal end markings are slightly visible, but due to the quality of the images, they cannot be used to estimate the location of damage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformance's that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the photos provided by the user show damaged coating near the distal tip of the device. We could not conduct a complete investigation however because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. The wire was opened and the blue sleeve was removed from tip of wire guide. The nurse noticed that the wire was faulty as there was a break in the coating approximately six (6) centimeters from the tip. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: our photo and laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end, and the core wire is exposed. Approximately 5.7 cm to 6.6 cm from the distal end is a section of bare core wire. A section of the coating approximately 0.9cm long is frayed and hanging from the wire guide, the coating still attached at approximately 6.6 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The device history record contains non-conformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.